Manufacturer narrative:
The hill-rom technical support representative had a new foot tray cover shipped to the account. In the periodic inspection instructions for the sabina ii, one check point states: inspect the foot tray for cracks and secure fit on the metal frame. Verify that the foot frame is fixed securely on the base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technical support representative advised the account to replace the foot tray cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the foot tray cover was cracked. The lift was located at the account. There was no patient/user injury reported. (B)(4).